Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2019-00586 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided by the customer.

Event description:
The customer observed a falsely decreased architect ca 19-9xr results for 1 patient. The following data was provided for a patient diagnosed with chronic lymphocyte proliferation, with an unknown pancreatic cancer history: (B)(6) 2019 initial result = >1200 ng/ml, repeat automatic dilution 1:10 = 2167.43 ng/ml, repeat manual dilution 1:20 = 4657.6 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined that the probes were unclean and may have incorrectly dispensed during auto dilution. The fsr cleaned both the sample and reagent r1 probes which resolved the issue. A review of instrument service history on serial number (B)(4), revealed no further occurrences of discrepant results after the probes were cleaned nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect (B)(4)was identified.